Event description:
Boston scientific received information that this pulse generator displayed atrial tachycardia events with maximum rates of 380 beats per minute. Isometrics were performed but were negative. There were a total of five episodes with 7+ seconds of pacing inhibition. The end of the pacing inhibition was not captured on the strip so the total duration of the inhibition is unknown. After discussion with a technical services consultant, it was determined that the patient had a procedure, with radio frequency treatment, that coincided with the events. There were no patient symptoms or adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.